Manufacturer narrative:
Product analysis: ¿ as found condition: the pushwire was returned within the outer carton; inside of a biohazard bag and a shipping box. The pipeline vantage braid was not returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed. There was no damage noted on the pushwire. The cause could not be determined. Possible causes for migration after deployment could include an incorrectly sized braid, poor braid placement, or inadequate wall apposition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage migrated after deployment. Patient with 2 small aneurysms in the right ophthalmic carotid artery, a pipeline vantage 4.00x16 device was used for treatment, the device was released without any complications with satisfactory distal and proximal landing zone, during removal of the delivery wire the device spontaneously migrated to the carotid siphon leaving the distal aneurysm uncovered. It was necessary to implant a new pipeline vantage 4.50x16 device to adequately treat both aneurysms. It was not implated at the intended location. The pipeline missed the landing zone. No side branches were covered by the pipeline.  The patient was originally being treated for an unruptured, saccular aneurysm in the right internal cartorid artery (ica) ophthalmic. The max diameter was 2mm and the neck diameter was 2mm. The distal landing zone was 3.4mm and the proximal landing zone was 3.8mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Angiographic result post procedure was both aneurysms were adequately treated. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the device migration occurred during recapture of the delivery system.